Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The father reported via phone call that the customer was hospitalized five times int he past three months. The father did not provide the details of all the hospitalizations at the time of the call. The father also reported the customer was hospitalized with a low of 18 mg/dl previously. It was also reported the customer was hospitalized with a low below 20 mg/dl two months prior to the call. It was found the customer experienced low blood glucose, drank juice and later woke up in the hospital. The perceived cause of the customer's low blood glucose was unknown. Troubleshooting found the insulin pump passed a displacement test. The insulin pump will not be returned for analysis.